Event description:
During the insertion of an intraocular lens, a piece of the inserter broke off inside the patient's eye. Dr saurey was able to remove the broken off portion. He examined the patient's eye for any other fragments, none were found. No injury to the patient was noted.